Event description:
It was reported that upon removal of the screw, the fin on the screwdriver head broke off. Surgeon was trying to go up a level, surgeon was extending level up l2 and l3. During the removal (hand power not drill) screw driver fin broke off. A second screwdriver was on hand and used without any delay or adverse consequence to patient/case.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The returned device was inspected and confirmed to be fractured. It is likely that the patient bone density and hole preparation along with the age of the device contributed to the reported to the reported event. This device is over 8 years old. Conclusion: the most likely cause of the customer reported event is the prolonged use of the device due to its age.

Event description:
It was reported that upon removal of the screw, the fin on the screwdriver head broke off. Surgeon was trying to go up a level, surgeon was extending level up l2 and l3. During the removal (hand power not drill) screw driver fin broke off. A second screwdriver was on hand and used without any delay or adverse consequence to patient/case.